Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for post dilation of the iliac stent placement case. During initial inflation, the balloon ruptured at 10 atmospheres. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
A2 age at time of event: 18 years or older. D2b pro code (product code): fge, lit e1 initial reporter city: (B)(6). G4 premarket / 510(k) #: k141521, k141597. Upon receipt at our post market quality assurance laboratory, a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 12mm distal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.